Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the color tone of the image was abnormal due to damage to the video connector. In addition, there was noise generated in the image due to abrasion of the electrical contacts of the video connector. It was noted, there were scratches found on the video connector and the bending section and the bending angle was insufficient due to the elongation of the angle wire. Also, the bending section adhesive was missing and the operating angle fixing part was loose. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the color tone of the image on the endoeye flex deflectable videoscope was abnormal color showing magenta or green only. Upon inspection testing of the returned device, it was discovered, there was damage to the video connector. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of irregular color tone caused by a breakage of the electronic board in the connectors found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report regarding the evaluation of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue was caused by the defect of the image sensor unit, or the failure of the internal circuit board of the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to the information provided in event description of the initial report: in addition to the damaged video connector, it was also found there was damage to the charge-coupled device (ccd) unit (imaging unit), which also caused the abnormal color tone of the image. This report is being submitted for the reportable malfunctions of the damaged video connector and the damaged ccd unit.